Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 17 mmol/l (306 mg/dl) while wearing the pod between 4 and 24 hours on the back. The pod was removed and the cannula was noted to be bent. A correction bolus was administered to treat the hyperglycemia (exact amount was not provided) and a new pod was applied. The patient's blood glucose history is as follows: (B)(6).

Manufacturer narrative:
The returned device was evaluated and kinks were noted on the exposed portion of the soft cannula. It is unclear when the kinks occurred. During the fluid path test, fluid was able to flow passed the kinks and out of the distal tip of the soft cannula. No other defects or deficiencies were found during the investigation.